Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump under infused. It was reported the patient was sent home and returned the next day, the customer reported the bag was empty. It was confirmed by the product surveillance coordinator that the event was an under infusion. No adverse patient effects were reported. No additional information is available at this time.